Event description:
User received discrepant potassium results for one patient sample. The initial result was 4.2 mmol/l and was reported. The ER ordered a redraw of the patient which was run on another analyzer at the site. The results were significantly different, but no potassium result was provided. In 2009, the user then repeated the original specimen on the other analyzer and received a potassium result of 3.1 mmol/l. No medication was administered.

Manufacturer narrative:
The user found the ise mixtower was not locked into position properly and moved the mixtower into the upper most position which improved the performance of the assay. The field service representative determined the user appeared to have trouble replacing the indirect calibrator. He also noted the tubing from the reference electrode was pinched under the electrode door. He rerouted the reference electrode tubing. He ran calibration and qc which was all within specification.